Event description:
A caller reported an issue related to updating the time and personal settings on their device. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with updating the pump time and advised monitoring for any recurring discrepancies, which the caller understood and acknowledged.